Event description:
It was reported that as lvp 20d low sorb 2 ss 0.2m cv tubing leaked. The following information was provided by the initial reporter: material #: 11532269-04; batch/ lot #: 20085210. It was reported that blue filtered tubing leaked when primed with normal saline. Verbatim: the other was the blue filtered tubing that had a leak in the tubing when it was primed with normal saline.

Manufacturer narrative:
H6 investigation summary: one used primary set, model 11532269 lot 20085210, was received by the customer for investigation. Upon visual inspection, no obvious defects were observed. The set was primed with blue fluid and a leak could be seen from the tubing between the bottom luer and smartsite. The customer's complaint that blue filtered tubing leaked when primed was verified. A device history record review for model 11532269 lot number 20085210 was performed. The search showed that a total of 7,683 units in 1 lot number was built on 10aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: visual inspection under magnification was performed on the tubing segment and a cut was observed. The root cause of the damaged tubing could not be determined.

Manufacturer narrative:
Medical device lot #: the customer provided lot # 20085210. This does not match the catalog number provided. Medical device expiration date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown FDA. (B)(4).

Event description:
It was reported that as lvp 20d low sorb 2 ss 0.2m cv tubing leaked. The following information was provided by the initial reporter: material #: 11532269-04 batch/ lot #: 20085210 it was reported that blue filtered tubing leaked when primed with normal saline. Verbatim: the other was the blue filtered tubing that had a leak in the tubing when it was primed with normal saline.